Event description:
A malfunction alarm was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information, assisted the caller in resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code occurs again.